Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose. Customer blood glucose level was 25 mmol/l. Customer had treated high blood glucose with insulin pump. Trouble shooting was declined. It was unknown if auto mode feature was active or not at the time of incident. Customer reported receiving sensor updating and change sensor alarm. The insulin pump will not be returned for analysis. Frn-mmt-ukn-rsvr, unomed set.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose. Customer blood glucose level was 25 mmol/l. Customer had treated high blood glucose with insulin pump. Trouble shooting was declined. It was unknown if auto mode feature was active or not at the time of incident. Customer reported receiving sensor updating and change sensor alarm. The insulin pump will not be returned for analysis. Frn-mmt-ukn-rsvr, unomed set.